Manufacturer narrative:
The product was returned for evaluation. Set screw threads show no evidence of cross threading. Microscopically examined set screw rod interface nodes and surfaces; the rod interface witness marks, node height and morphology of node deformation are atypical of full set screw engagement with the rod, in comparison to the bench comparison samples. Set screw rod interface node height and associated witness marks indicate rod may not have been completely seated in mas saddle at final tightening.

Event description:
It was reported that the patient underwent a posterior surgical procedure at l2-5 to treat stenosis. It was reported that the patient underwent a revision surgery 3 weeks post-op due to numbness. It was reported that during the revision surgery, the surgeon found that left rod was not seated on l5 screw head, but its setscrew was still seated on the screw head. Both l5 screws were loosened. Left screw had been replaced with a 7.5mm screw; however, the surgeon could not place a new screw on right l5 pedicle due to poor bone condition. The fixation level was extended to the sacral. Per the surgeon, migration of autograft into the spinal canal might have caused the numbness. Also, the surgeon commented that the patient did not stay in bed quietly after the first surgery. The patient current status is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, films were supplied for review which found: ap, lateral and oblique lumbar films show complex instrumentation at l2, l3, l4 and l5 with interbody cages at l3/4 and l4/5. There appears to be posterolateral graft and good position of rods and screws. No revision or changes or loosening are depicted. A review of the device history records did not identify any applicable nonconformance to specification.